Manufacturer narrative:
The reported complaint that " the driveshaft of the autopulse platform (sn (B)(4)) seems to get stuck and will not allow the lifeband to tighten" was confirmed during visual inspection. The encoder driveshaft does not rotate smoothly and exhibits binding and resistance, which could prevent the lifeband from retracting. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. During visual inspection, the front and bottom covers were observed to be cracked in the screw well area, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The front and bottom cover will be replaced to address the issue. Also unrelated to the reported complaint, the channel die-cast is heavily contaminated from the fluid, likely attributed to fluid ingress due to the cracks in the covers. The channel die-cast will be replaced to remedy the issue. Also, the encoder driveshaft does not rotate smoothly, exhibiting binding and resistance, thus, confirming the reported complaint. The clutch plate has been deburred under the previous return of service and the issue persists. The clutch plate will be replaced to remedy the complaint. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was deployed to resuscitate an 80kg, 60-year-old female patient with cardiac history. The platform performed compressions for 12 minutes with no issues and the autopulse platform was stopped occasionally for pulse checks. During the last pulse check, the lifeband would not reset, and manual compressions were initiated. Manual CPR was performed for 11 minutes. The customer tried to reset the lifeband by pulling it up completely, but the issue persisted. No error messages were observed. Return of spontaneous circulation (rosc) was ultimately obtained later. No injury or consequence to the patient. After the call, the customer attempted to troubleshoot with a new lifeband on a mannequin. When the lifeband was placed into the autopulse platform, the driveshaft seems to get stuck and will not allow the lifeband to tighten.